Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had elective replacement indicator (eri) due to high battery impedance. The ipg was reprogrammed and later explanted and replaced. Additionally, the patient's right atrial (ra) lead had undersensing due to the change in programming of the device.the device was programmed back. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.